Event description:
Bayer case number: (B)(4). Menorrhagia [menorrhagia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in an adult female patient who had essure inserted. The patient had a medical history of acute respiratory failure, calcific tendinitis and covid-19 in 2021 and ovarian cyst, pleuritic pain, degenerative joint disease, migraine with aura, overweight, anxiety, hypokalemia, depression, gerd, hyperlipidemia, hypertension, type 2 diabetes mellitus, asthma, allergic reaction to antibiotics, back pain, pelvic pain, lower abdominal pain and uterine fibroid. The patient had a family history of breast tumor malignant. The only concomitant product mentioned was motrin (ibuprofen) for abdominal pain lower. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: bilateral essure devices are identified. Complete filling of the uterus was performed and demonstrated contrast material extending to the essure device within each fallopian tube but there is no evidence of contrast extravasation into the fallopian tube or into the pelvis. Impression: occluded fallopian tubes. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.